Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included depression, hypertension, herpes simplex and anemia, antepartum. Concomitant products included kendural c (irospan), labetalol and vitamins. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in medical records: pregnancy with essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: pregnancy (no complications) and device ineffective. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included depression, hypertension, herpes simplex and anemia, antepartum. Concomitant products included kendural c (irospan), labetalol and prenatal vitamins. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in medical records: pregnancy with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (location of device: left coil not in place)"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included depression, hypertension, herpes simplex, anemia, antepartum, anemia, chickenpox, migraine, sexually transmitted disease, trichomonal vaginitis, multigravida and parity 3 (B)(6) 1999, (B)(6) 2011, (B)(6) 2014). Concomitant products included carvedilol, integra f, kendural c (irospan), labetalol, medroxyprogesterone (depo provera) and prenatal vitamins. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced anaemia of pregnancy ("antepartum anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device and anaemia of pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2014. The reporter considered anaemia of pregnancy, device dislocation, genital haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: as per medical record, patient had essure a few year ago did not have confirmation hsg. Baby had problems breathing. Baby was placed on oxygen and was in nicu for 10 days. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: positive. On (B)(6) 2011, the essure micro implants were placed in the cornue using standard technique. At the end of the procedure, the right cornua had 2 visible coils and the left had 2 visible coils. A successful placement occurred bilaterally but an extra coil was used on the left after the initial one curled and did not go in. Om (B)(6) 2014, us pregnancy ltd: impression: cephalic presentation with overlying upper extremity. Estimated fetal weight 910g. Cervix not visualized. Concerning the injuries reported in this case, the following one/ones were described in medical records: pregnancy with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. New event antepartum anemia was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.